Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner, and minor scratched lcd window.

Event description:
The customer called to report a large crack on the reservoir and erratic blood glucose levels. Customer's blood glucose readings ranged from 80 to 400 mg/dl; treated with a manual injection and changed their site. Customer unsure how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. Customer was advised that the device would be replaced and to return their device for analysis.